Manufacturer narrative:
Additional information: g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted the device was found to be partially fired. It was reported that the device initially fires, but failed to complete the firing cycle. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: failure to completely fire the reload will result in an incomplete cut and staple formation, which may result in poor hemostasis and leakage. Always inspect the tissue thickness and select an appropriate staple size prior to application of the device. Overly thick or thin tissue may result in unacceptable staple formation. When positioning the stapler on the application site, ensure that no obstructions, such as clips, are incorporated into the instrument jaws. Firing over an obstruction may result in incomplete cutting action and improperly formed staples. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic partial lung resection for pneumothorax, the pulmonary parenchyma was partially resected using a 60 millimeter black reload. After that, a 45 millimeter reload was fired. Afterwards, the surgeon attempted to fire a new 60 millimeter purple reload, and halfway through firing towards the reinforced sheet on the front (location that becomes staple-on-staple), a popping sound was heard from the handle. The handle could not be squeezed afterward. A new handle with the same lot was used with a new 60 millimeter reload, but there was no suture fixating the reinforced sheet on the cartridge side. Then, a new reload of the same type was used, and the device fired. Another 45 millimeter reload was loaded, then, as much as possible, the previously fired reinforcement sheet was to be removed, and then firing was to be done, but a popping sound was heard from the 2nd handle halfway through, and the handle could not be squeezed. A third handle of the same lot was used with a different type of 60 millimeter reload, but the same issue occurred. The surgeon had to use a powered device from another manufacturer to complete the case. It was also noted that the surgical incision was extended for an unspecified length. The surgical procedure time was also extended for 30 minutes or more.

Manufacturer narrative:
D10 concomitant product: egiaushort, egiaushort endogia ultra univ sht stap (lot#p3d0221). Sigtrsb60amt, sigtrsb60amt 60mm med thk reinforced rel (lot#n2j0052y). Sigtrsb60amt, sigtrsb60amt 60mm med thk reinforced rel (lot#n2g0602y). Egiaushort, egiaushort endogia ultra univ sht stap (lot#p3d0217). Egiaushort, egiaushort endogia ultra univ sht stap (lot#p3d0221). Egia60amt, egia60amt egia 60 artic med thick sulu (lot#p2k0327). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.